Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 6 for the same event. It was reported from (B)(6) that during an open reduction internal fixation (orif) tibial plateau surgical procedure, it was observed that the small battery drive device would not start when used with a fully charged battery device. It was reported that five different battery devices were used with the small battery drive device, but the device would still not run. It was further observed that the battery devices were not charging properly after being used with the small battery drive device and the small battery drive device was suspected of blowing the fuses of the five battery devices. It was reported that there was a five minute delay in the procedure due to the event as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The battery device was evaluated and the reported condition that the device did not work was confirmed. The external features of the unit were visually inspected. It was determined that there was no evidence of customer abuse or manufacture issues observed. The unit was tested and it was confirmed that the battery did not function and would not take charge. The device was taken apart and it was observed that it had blown a fuse which caused the failure. The assignable root cause of the battery failure was determined to be due to excessive current that would cause the battery to blow a fuse, suggesting that the battery had been connected to a device that had a short circuit. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.